Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger was unable to recognize a test battery pack. Upon evaluation, the battery board was misaligned with the j5 connector on the bedside board. The cause of the inability to charge the battery pack is the misaligned battery board. The root cause of the misaligned board cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger/modem indicating that the charger was unable to charge a test battery pack.